Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device will not charge and sparks when connected. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to be unable to power on using ac or dc power. Internal inspection of the device indicated a damaged ac connector, and a broken capacitor (c200). Additionally, the acl pin was broken out of the psu power entry module, creating intermittent contact between the power supply board and system board. Sparks were observed from the intermittent connection. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.